Event description:
It was reported that the patient was hospitalized for heart failure. During the hospitalization the left ventricular lead was found to be dislodged. There was no intervention and the lead remained in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.